Event description:
Consumer states she turned on two heating pads to preheat them, laid them on the bed and left the room to go shower. When she returned to the room she found the heating pads smoking and melting which resulted in damage to her bedding and then she threw them on the floor and that resulted in damage to the flooring. No injuries were reported with this incident.

Manufacturer narrative:
Consumer left the products unattended in the "on" position and the product was crushed by the consumer, both are violations of the instructions and warnings provided. No injuries were reported with this incident. This incident is direct result of misuse/abuse of the product.